Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the facility's wireless network infrastructure was experiencing issues that impacted the device's communication, delaying the log in process. The customer's information technology team ultimately resolved the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system users were experiencing slow log in times during use. The customer did not specify the nature of the affected procedure but reported that bupivacaine, omnipaque and aminocaproic acid were some of the required medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es system experienced delayed download and slow login issues during a procedure. Customer stated that they were prevented from accessing the required medications bupivacaine, omnipaque and aminocaproic acid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d3, d5, e2, e3, g1 h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-oct-2021 to 06- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the facility's wireless network infrastructure was experiencing issues that impacted the device's communication and delaying the log in process. The system functioned as intended after the information technology team troubleshooted the issue.